Event description:
It was reported that the patient's device was explanted on (B)(6) 2018 due to migration for the receiver-stimulator. The patient was re-implanted with a new device during the same surgery.